Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the battery gauge was at 50% when the pump shutdown. There was no impact to the customer's blood glucose level. When plugged into a power source, the pump turned on. Recommendation was made for the customer to reload the cartridge.